Event description:
It was reported that during a laparoscopic nissen procedure, the trocar was leaking pneumo. The same device was used to complete the procedure. Tapping on it seemed to fix it. There were no adverse consequences for the patient. The device was discarded following the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? Whistling. If so, did the noise prevent insufflation? No please describe the noise. Whistling. Was there a drop in pressure? No if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? No.